Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient¿s entire system was explanted and replaced due to an ae. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3889-28, lot# v573249, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) in a clinical study. It was reported that the patient had a worsening of urinary symptoms with increased u/f and significant uui. It was noted that the device could not be felt out of the lower buttock despite manipulation. Interventions included medications administered: oxybutynin chloride ER 10 mg and increased ditropan. It was noted that the patient was doing better during the day with the addition of oxybutynin ER 10mg to the detrol, but still saturating at night despite ddavp 0.6mg. It was noted that the device was still felt in the lower buttock. Information received from the healthcare professional (hcp) reported a lead migration/dislodgement and worsening of urinary symptoms which included urinary frequency and urinary incontinence. Interventions included medication of oxybutynin chloride ER 10mg and increased ditropan was administered on (B)(6) 2012. It was also reported that medication of botox was administered on (B)(6) 2013. The patient reported marked worsening of symptoms with increased urinary frequency and significant urge urinary incontinence. The device couldn't be felt out of lower buttock despite manipulation on (B)(6) 2012. There was a report that the event was related to the device or therapy and not related to the implant procedure. It was reported that on (B)(6) 2012, the patient had fallen several times and the device was now only felt in the buttock and lower back despite trying all possible combinations. There was a scheduled revision due to lead dislodgement. On (B)(6) 2012 and (B)(6) 2012, despite the revision, it was reported to be still soaking and no control. It was later reported that the issue was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v573248, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a worsening of symptoms of urinary frequency and significant urinary urgency and incontinence. The entire system was explanted and replaced on (B)(6) 2012. No further complications were reported/anticipated.